Event description:
Covidien received information stating that an 840 ventilator had an inoperable graphic user interface (gui) display. There was no patient involvement at the time of the event.

Manufacturer narrative:
(B)(4); the covidien customer support engineer (cse) verified the malfunction and replaced the power supply. The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test; the device operated within the manufacturing specifications.